Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is currently in the intensive care unit trying to get her blood glucose controlled. Customer's blood glucose was over 800 mg/dl at the time of the incident. Customer's current blood glucose was 432 mg/dl. Customer stated that she is currently using lantus and humalog. Customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer has been having high blood glucose for a couple of days. Customer gave herself a bolus of 9.7 units this morning. Customer went back to check it and did not see it in the history. Customer changed the battery and stated that the pump did not show any signs of suspension. Customer also did a complete set change yesterday and woke up with a blood glucose of 439 mg/dl. Customer did another complete set change today. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.